Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is non-us event. This occurred in (B)(6). Consumer reported she could not find the string to remove the pessary. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.